Event description:
It was reported by the customer that a patient was administered the IV catheter, but upon removal, it was discovered that the end plastic catheter sheath had detached from the hub. It was confirmed that the catheter remained lodged in the patient's arm. Vascular surgical intervention was required to remove it.

Manufacturer narrative:
Based on the product sample received from the reported incident, it has been confirmed that the item did not originate from the supplier initially identified. The correct manufacturer has been subsequently identified and notified. The correct manufacturer is the importer of the product.